Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a perforation occurred resulting in a subsequent bleed and death. A left atrial appendage (laa) closure procedure was being performed. The physician performed the transseptal puncture and exchanged the transseptal sheath/wire for a non-bsc superstiff wire positioned in the left upper pulmonary vein (lupv). The watchman ® access system (was) was then introduced over the wire to advance to the interatrial septum (ias). The was met resistance due to a kink in the wire which the physician was aware of. He continued to advance the was when he said "the system jumped". He then followed the wire down to the right groin to take an angiographic picture of the right iliac vein. This is when a perforation was noticed. The activated clotting time (act) reading was 329 seconds post heparin administration. The patient was stable and the physician felt he could close the laa safely and fix the iliac vein before the patient decompensated. The procedure continued and the physician advanced a 30 mm watchman ® laa closure device and delivery system (wds) into position in the laa. The closure device was deployed, but the patient became hemodynamically unstable. The closure device was recaptured and the wds and was were removed from the patient. The physician repaired the right femoral iliac vein by placing three covered stents. The patient was stable and was transferred to the cardiovascular intensive care unit at the hospital and then to telemetry. Seventeen (17) days post procedure, the bsc rep was informed that the patient ended up passing away on an unspecified date, due to a retroperitoneal bleed that was caused by the iliac vein perforation during the case.